Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 30 units of insulin. The customer's blood glucose level was reported to be 246 mg/dl, and was addressed with a correction bolus. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.